Manufacturer narrative:
Additional info: 05 feb 2008. The catheter was inserted on a male pt, catheter was replaced with new catheter. An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco health care/kendall in 2008 that a customer had a problem with a dialysis catheter. Customer reported that adaptor on the catheter is chipped.